Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a add on reverse fx procedure and the hub delivered a tray missing the torque handle and t20. We tightened the assembly screw and locking cap with the standard t20 and during a follow up xray the implant was shown dissengaging and the proximal body unthreading from the distal stem. The patient will meet with the surgeon to discuss a revision surgery.